Manufacturer narrative:
B5, d11, h6 device code. Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system.

Event description:
It was reported that no drops were seen exiting the infusion set tubing when the customer performed the fill tubing step of the load procedure. Reportedly, the customer was using aspart insulin with the pump supplies. Tandem technical support educated customer regarding cartridge/insulin labeling. The pump supplies were changed to resolve the issue. Customer's blood glucose was 128 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were seen exiting the infusion set tubing when the customer performed the fill tubing step of the load procedure. The pump supplies were changed to resolve the issue. Customer's blood glucose was 128 mg/dl.